Event description:
The user facility reported to terumo cardiovascular systems corporation that the hercules iii arm was found broken while setting up for a case. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusion not yet available - evaluation in progress.